Event description:
It was reported that the patient's lead was revised due to twiddler's syndrome. No further information was available.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.